Event description:
(B)(6). According to the information received by an end user, there were cut-off catheters in th package. The catheters were misaligned with the packaging machine and the catheters were cut when the packages were cut. So there were parts of two caths in some packages (the bottom of one and the top of the next one).

Manufacturer narrative:
The return of the device has been requested; however no samples were returned for evaluation. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. The complaint history was reviewed, revealing that this is the first such complaint for ths lot number. Should the device or additional information be received, a follow-up report will be filed. Device not returned to manufacturer.